Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was provided.

Event description:
The customer reported falsely elevated multiagent ammonia ultra results while using the architect c8000 analyzer. The customer indicated the initial results are higher then retest and provided an example with an initial result of 153 and retest 119. No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service inspected the analyzer, replaced multiple parts and performed maintenance. The issue was resolved by replacing the sample probe and cleaning the wash cups. Field service identified the sample probe as the likely cause. A review of the architect serial (B)(4) service history found no additional contributing factors and no additional reports of discrepant or inconsistent results have been received since the sample probe was replaced. A review of complaint and trending data for the sample probe identified no issues or trends. A review of tracking and trending data in the product monitoring review for the clinical chemistry systems (c4000, c8000 and c16000) revealed no systemic issues or adverse trends related to the complaint issue. The erratic result rate for the clinical chemistry platform was reviewed and is within acceptable limits with no trends identified. Manufacturing documentation for the sample probe did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.